Manufacturer narrative:
(B)(4). (Stent, partially deployed/stent suture, difficulty withdrawing). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure in the trachea for a malignant stricture, performed on (B)(6), 2010. According to the complainant, when the suture was pulled to deploy the stent, it could not be pulled all the way off. When removal of the delivery system was attempted over the guidewire, it was unsuccessful. Therefore, the delivery system, the partially deployed stent, and the guidewire were removed together. The area had not been predilated prior to this initial procedure. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".